Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 287 mg/dl and 37 mg/dl on the advantage system. At the time of the 37 mg/dl result, it was stated reporter was given a glucose pill and 11 ounces of orange juice due to him being unable to self treat. Reporter stated when testing within another 10 minutes on the same system, a result of 67 mg/dl was obtained and within another 10 minutes a result of 188 mg/dl. No other actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.